Manufacturer narrative:
Concomitant medical products: 6945-65 lead, (B)(6) 2005. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Beginning (B)(6) 2016, atrial sic up to 9575. Atrial tachycardia/atrial flutter episodes collected with lead noise oversensing. On (B)(6) 2016, atrial pacing impedance measured high at greater than 3000 ohms.

Event description:
It was reported that the atrial lead had high impedance, high threshold, and noise. Lead fracture was suspected. The lead was reprogrammed and the patient was transferred to another facility. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.